Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips were misfiring and were not loading properly. The case was completed with sutures. There was no adverse consequence to the patient.